Event description:
It was reported that during implant, the lead impedance was always high between 1500 ohms and 3000 ohms and the threshold was always over 7 volts. It was indicated that the lead was tried about 5 times in different locations and the electrical values were always the same. It was questioned if the lead was not right or if the attempts were not in the right anatomical positions. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.